Manufacturer narrative:
Other applicable components are: product ID: 3389s-28, lot# v532274, implanted: (B)(6) 2012, product type: lead.

Event description:
A manufacturer representative reported that prior to a procedure to replace an implantable neurostimulator (ins), impedances were measured to be low. Impedances on the right ins were measured to be the following: 1-2 = 32 ohms, 1-3 = 33 ohms, and 2-3 = 33 ohms. The patient's health care provider (hcp) was made aware of the impedance issue and no actions were taken. The low impedances were going to be programmed around with the new ins. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep on sep-12 reported that the cause of the low impedances is unknown, and that there were no symptoms related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.